Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system detected a high out of range shock impedance measurement greater than 125 ohms through the remote monitoring system. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
Attempts to obtain additional information are being sought. Should additional information be made available, this report will be updated.